Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) int411, (osseotite tapered certain implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implants had debris on its external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2021090365. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021090365 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus and dental : medical : infection. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implants lost integration, infection and were removed. The doctor reported also sinus perforation. Affected dental position is unknown.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products int411, osseotite tapered certain implant 4 x 11.5mm lot 2021051402. H4: device manufacturer date unknown / not provided.